Event description:
It was reported that during surgery on (B)(6) 2024, a vertebral body stenting was performed for an l1 vertebral fracture with cement. Th12 and l2 were fixed with viper prime fenestrated screw. After inserting the viper prime fenestrated screw, cement mixing was started. After 13 minutes, it was confirmed that the proper viscosity had been achieved, and cementation began. Cementation was performed under fluoroscopic guidance, first from th12 left to right, then from l2 left to right. When the surgeon injected cement into the th12 vertebra and rechecked the frontal view, he observed cement leaking and pulsating into the blood vessels on the left side. The leaking cement was found to remain in place, and at the surgeon's discretion, cement was injected into the l2 vertebral body. Then the vbs was performed and completed to final fastening and the surgery was completed successfully without any surgical delay. The cement leaking on the left side had moved to the cephalad side when confirmed by x-ray after closure of the wound. A CT scan will be taken later to confirm the location of the leaking cement. The patient outcome was reported to be stable. This report involves one vertecem v+ cement kit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. G4: device is not distributed in the united states but is similar to device marketed in the USA. H6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.